Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for greater than 80 colony forming unit (cfu) of methylobacterium species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing before use. The user did not report any contamination or any other serious deterioration in state of health of any person to whom the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses aniosyme x3 detergent, suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, and the forceps elevator channel. During manual cleaning, the customer used aniosyme x3 detergent and teccare cleaning brush to clean the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using anioxyde 1000. The scope was stored vertically in a cabinet without a drying function and olympus is the customer¿s maintenance company. The customer suspected device was returned for investigation. Upon evaluation of the returned device no damaged or fault was found. The device was returned to the user facility without repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.